Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device used for treatment, was not returned for evaluation. Due to product unavailability evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use (IFU). IFU contains precautionary statements and recommendations for proper use of product. Per IFU 10600479: ¿breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation. (Per IFU use 72201395 spade drill bit for 2.9 anchor) warning: to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ complaint history review for the lot number reported, indicated a similar allegation. Lot review did not indicate a condition or product/procedure failure that supported the allegation. Product material met specification requirements of validated design. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, having carried out the corresponding steps for the placement of the knotless bioraptor implant, it was blockage with 4 torques and a half turn back. The handle was removed and it was noticed that the anchor lock was embedded in the handle. Additionally, according with the picture provided, the anchor was broken. A backup device was available to complete the procedure and it is unknown if there was a surgical delay. The patient's health condition are stable. No damage or danger was reported in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.